Event description:
It was observed that during the device evaluation, the cable unit of the camera head exhibited loss of water-tightness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: water-tightness is lost on cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.